Event description:
On [redacted], the rn was preparing to place an IV in the patient for cta [computed tomography angiography] of the chest, abdomen, and pelvis. The nurse selected the bd cathena instaflash 20 guage IV catheter. Prior to placing the IV, the nurse was checking the equipment, and the plastic tip of the peripheral IV dislodged and broke off. The product was sequestered and the nurse alerted management. The materials management department was notified, and they contacted the distributor (B)(4) and the sales representative for bd. The bd sales representative encouraged sampling of other products with the same lot number. Four random samples were taken of the lot number in various departments. They were unable to recreate the issue. According to the sales representative, they believe this issue may be isolated to that particular item and box, and not the entire lot. Manufacturer response for IV catheter, cathena instaflush (per site reporter). Materials management director alerted bd sales representative to the issue. The distributor (medline) was also made aware of issue.